Event description:
Bard mediport part catheter tip broke off into two pieces inside patient and the tip traveled to the left ventricle. Surgically removed pieces of catheter and mediport itself successfully. Mediport and two pieces of catheter were saved and returned to patient after taking pictures.